Manufacturer narrative:
Product information on the second bottle of strips: 7312/6mfeg03b/exp date 12/31/2018, manufacture dates 12/01/2016.

Event description:
The customer ran consecutive blood tests on the contour next usb using two different bottles of strips. The readings were 315, 307 and 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. New kit was sent.

Manufacturer narrative:
Customer also returned a second bottle of strips. The information was not included in the initial report.